Event description:
It was reported via repair work order that the power cord was disconnected on the bed side causing the bed to have no power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.